Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 39 mg/dl. The customer did not provide details on symptoms related to the low blood glucose levels. Customer did not mention how they treated the low blood glucose. It was not mentioned whether the auto mode was active at the time of the incident. Insulin pump will not be returned for analysis.